Event description:
The customer reported the sys would display black, unusable, images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and determined the monitor needed to be replaced. No further repair info is available.